Manufacturer narrative:
Device explanted on unknown date. Journal article: 'complications and strategies for revision surgery in total disc replacement - orthopedic clinics of north america 36 (2005) 389-395 - rudolf bertagnoli, m.d.; jack zigler, m.d.; dr. Armin karg, msc; sandra voight, msc. Syntheses is unable to determine manufacturing site or manufacturing date without a part number/lot number. Syntheses is unable to determine 510 (k) # without a part number or lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part numbers/lot numbers were provided.

Event description:
Syntheses became aware of the following information after journal review: patient underwent uncomplicated two-level prodisc-l implantation. After surgery, patient was constipated and treated with medication. Six days postop, while straining at the stool, patient experienced sudden severe back pain with tingling in the left leg. Emergency radiographs showed an l5 vertebral body fracture. Revision surgery with removal of both implants and l5 vertebrectomy with anterior reconstruction and posterior instrumented fusion was performed. Patient improved after surgery and was able to return to work as a nurse four months post surgery. Some persistent low back pain was maintained.